Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. No imaging was submitted to abbott for evaluation. The reported outflow graft obstruction and elevated pump parameters could not be confirmed through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 11 months. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after almost 4 years of support, the patient presented with high estimated pump flows and high pump powers during device interrogation. The patient was asymptomatic. The patient¿s lactate dehydrogenase and plasma free hemoglobin levels were normal, and the patient did not have tea colored urine. An outflow graft obstruction was determined via imaging. The lvad was exchanged to another manufacturer¿s device on (B)(6) 2017. No additional information was provided.